Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: july 14, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned device was received with one of the four distal prongs broken off. The broken part was not returned. Based on the received information and without all involved parts we cannot determine the exact root cause. As the specific circumstances regarding the breakage are unknown, it is likely that breakage was caused by a lateral mechanical overload situation during use. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Therefore the complaint relevant dimensions cannot be investigated, because of the damage. Finally we consider this complaint to be indeterminate from a manufacturing standpoint. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was the plate holder instrument that broke when attempting to pick up a plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that it broke during surgery when they try to pick up a plate from the module. No information about patient condition received. No delay to surgery time. No broken pieces left in patient. No other medical intervention needed. Surgery successfully completed. This complaint involves one part. This report is 1 of 1 for com-(B)(4).